Event description:
Per clear study adverse event form, pt had a syncopal episode while out of town, therefore there is not much information available. The date of the event is not exact, but is believed to have happened in 2008. This lead was revised and pt was placed on medications after being evaluated for arrhythmias.